Event description:
It was reported that in the past two months this implantable cardioverter defibrillator (ICD) has delivered two inappropriate shocks due to atrial fibrillation with rapid ventricular response. The ICD was reprogrammed and remains in service. No adverse patient effects were reported.